Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated corrected: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the handle was not working properly, sticking when in use. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the handle was confirmed to be sticking jamming; the ratchet was not properly lubricated. The calibration was within specifications and the device produced a passing sample mesh. The cutter was transported loosely in the sterilization case. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included lubricating the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated (B)(6) 2019. While the returned product investigation confirmed that the skin graft mesher was lacking lubrication on the ratchet, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after lubricating the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information has been received.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the handle was not working properly, sticking when in use. The event occurred before surgery. An alternate device was available for immediate use. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.